Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for a gi bleed with hemoglobin of 9.5, but dropped from 13.4 just 2 weeks prior. The patient's inr was 1.5. An upper gi endoscopy (egd) was performed and showed a dieulafoy lesion. The lesion was cauterized and the patient was discharged 7 days later.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.